Event description:
It was reported that an asymptomatic patient presented for a routine follow up in clinic. Upon interrogation, the pacemaker exhibited backup vvi operation. The patient was sensitive to ventricular pacing hence feeling uncomfortable as a symptom of pacemaker syndrome. The device was reprogrammed and restored to normal function successfully. The patient was stable and will be followed up normally.